Event description:
The customer reported a blank display and the battery compartment heating up. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to a component puncturing through the isolation tape and making contact to the battery tube positive side.